Event description:
The patient experienced drainage in the right flank over the incision made for the connector for the bifurcated extension. The patient was diagnosed with an infection at the implantable neurostimulator (ins) pocket. The system was explanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.